Event description:
Additional information was received that the device was explanted approximately one and a half years later for an unknown reason and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had tripped for the right atrial (ra) lead due to an unknown impedance issue. The safety switch was reset by the clinic and the patient was asked to follow-up in three months. Three months later during a routine device interrogation, the field representative noted that the lss had once again tripped and the threshold measurement for the ra lead had increased but was stable. Oversensing of noise leading to inappropriate atrial tachycardia episodes and mode switches were also noted. Impedances were within normal limits upon interrogation, however attempts to reprogram sensitivity did not resolve the oversensing issue. The physician opted to have the lss turned off and the patient was scheduled for a lead revision procedure. The field representative stated that between the reprogramming of the sensitivity and turning off lss, the lss did trip again in the office. Eleven days later a revision procedure was performed where the ra lead was surgically abandoned and a new lead was successfully implanted with the existing device. No additional adverse patient effects were reported.